Event description:
It was reported that the patient underwent a procedure for unknown reasons involving a previous advance sling device. A new artificial urinary sphincter (aus 800) was implanted. No patient complications were reported in relation to this event.